Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's thoracic ipg was protruding. As a result, the patient experienced pain and discomfort at the ipg site. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein the thoracic ipg was repositioned to address the issue. Reportedly, the issue resolved.